Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump exhibited a force sensor bridge test error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b5: additional information received on 15-nov-2022 via email and attached to complaint object: the reported event did not occur during patient use, it occurred at device power up; the event did not result in patient harm; medical intervention was not required; the outcome of the event is resolved. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g4: date received by manufacturer: 11/02/2022. H3: device evaluated by manufacturer: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Device evaluation: non-OEM tamper seals were found on device. Cracked on right plunger case and missing battery in device. Unable go into ehl due to power up problem with device. Unable to verify the customer reported problem due to power up problem (problem with the power supply). Replaced force sensor and plunger cable for customer for preventive of force sensor bridge test error also replaced power supply (power up problem). Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.